Event description:
Dexcom was made aware on (B)(6)2025, that on (B)(6)2025 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device. Date of event is an approximation. On (B)(6)2025, it was reported by the spouse that the patient experienced a skin reaction which occurred on an unspecified number of days after the sensor had been inserted in the thigh. The patient developed redness and inflammation under the sensor patch area. Prior to sensor insertion the area was prepped with alcohol. On(B)(6)2025, the patient consulted a physician who prescribed an oral antibiotic medication (cephalexin, unspecified dosage). On 03/17/2025, the patient called back in response to the tech support follow up call and confirmed the reaction site had already healed and he was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).